Event description:
It was reported that the comet wire was fractured. A comet ii was selected for percutaneous coronary intervention (pci). During the post-procedure ivus run, the ivus advanced over the comet wire too far and the wire fractured at the transducer of the wire. The procedure was completed. No complications were reported and the patient was stable after the procedure.